Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps tip of instrument was stuck at a 90 degree angle and not able to be manipulated straight, instrument sheath was damaged and instrument wires were exposed. Surgeons were not able to pull the laparoscopic instrument out of the trocar therefore the instrument had to be pulled from the trocar incision site. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.8625" from the distal tip. The instrument has detached fragments. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.